Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received it was reported that the doctor noticed a gel bleed and oil substance on the outside of the implant and the patient experienced capsular contracture. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Per the mentor website, ¿there has been ongoing discussion concerning small molecules of the liquid components of silicone gel which may pass through an implant shell and into the body. Minute amounts of ¿bleed¿ occur in all silicone-filled breast implants. It is important to note that all mentor gel implants are low bleed. World-wide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV and gel bleed. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) hispanic female patient who underwent breast augmentation revision surgery with a 600cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV and gel bleed post procedure. As a result, patient had undergone removal and replacement with a 600cc mentor memorygel breast implant on (B)(6) 2019.